Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, "patient presented with limited range of motion due to the formation of fibrotic tissue, aforementioned tissue was removed, the joint washed out per surgeon¿s I&d protocol(s), and x3 insert was swapped out. No complaints filed against the implants, no further info made available." Sales rep confirmed no further information will be released.